Event description:
It was reported the pt experienced discomfort at the ipg site due to movement of the device in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2014. The physician opted to create a new pocket in an alternate location. Reportedly, therapy was effective prior to the surgery. F/u identified the issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.